Event description:
It was reported that the 9800 system would not produce fluoroscopic x-ray during a case. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The lemo receptacle was replaced during the svc call. The system was tested and found to be working as intended put back into svc.